Manufacturer narrative:
The guidewire used during the procedure was reported to have fractured, which contributed to the difficulty in delivering and positioning the impella rp pump. The guidewire was not returned for investigation. No physical abnormalities were found on the returned pump. As the guidewire was not returned for investigation and sufficient clinical details were not provided, the cause of the guidewire fracture could not be determined. The guidewire passed all inspection checks.

Manufacturer narrative:
Corrected information was added to: d2a, d2b, d6b. The initial MDR reported incorrect information. Additional information was added to d4 for lot number and expiration date, this information was omitted in the initial report. Additional information was added to h4 for device manufacture date, this information was omitted in the initial report.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during implantation of an impella rp the guidewire was broken and therefore, implantation was difficult and placement was suboptimal. No patient harm was reported.